Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a representative articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thic kness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left major thoracotomy and bi-lobectomy, on lung tissue upon firing, the surgeon was unable to squeeze the handle and the device did not fire. It also had poor staple formation and the staple line was incomplete. The surgeon used a 45 purple reloads on each gun but both times the handle made a cracking sound and they were unable to complete the firing each time. This was used on the bronchus as normal and the surgeon said there was nothing remarkable about the patient¿s tissue. After the second failure of the gun, the surgeon opted to use another device. There was no patient injury.